Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter experienced an issue with the display of the accu-chek inform ii meter. Lines were present in the center of the display of the meter which could lead to misinterpretation of results. There was no allegation of an actual result misinterpretation.